Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, it was stated that the system had a recoverable fault 319. During troubleshooting it was determined that the error was caused by universal surgeon manipulator (usm1). A technical support engineer (tse) guided customer through the deactivation of the affected arm. After doing so surgeon had been able to proceed with the surgery. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the system function was checked after booting up the system three times. The system initially booted without error. The surgery had been in progress for around 90 minutes of operating time, spontaneously during the change of a da vinci instrument when the problem occurred. The surgeon was able to solve the problem by removing the arm by force (against resistance). The operation was completed with 3 arms.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) went on site and confirmed the reported issue. The fse replaced the universal surgeon manipulator (usm) due to the 319 error to resolve the issue. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa tested usm on an in-house system in normal mode where it confirmed and replicated error 319. Usm was tested on a psc fixture test platform (pftp) where it failed the fiber test on the rolling loop fiber. A new one was installed, and the error went away. The original one was re-installed, and the error came back. The rolling loop fiber assembly will be replaced a fix to the reported problem.